Event description:
Customer had a fasting lab comparison performed. The lab result was 117mg/dl and the device result was 160mg/dl. No treatment received. Customer stated pt had run controls before comparison, the information is not available. A request was made for the return of the suspect device and replacement product was sent.